Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath¿ IV catheter experienced foreign matter in or on device cannula/needle/catheter. The following information was provided by the initial reporter: this is a report about foreign matter in a package. According to the customer's report, a black fm was found inside a package before use.

Manufacturer narrative:
H6: investigation summary: bd received a 22 gauge angiocath unit from lot 9254137 for evaluation. A review of the device history record was performed and no quality issues were found during production. Our quality engineer visually inspected the returned unit and noticed traces of brown foreign matter (fm) present in the packaging. The fm was collected and sent for ftir analysis. Ftir testing determined that the brown fm were pieces of hair combined with cellulose. Based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that originated in the packaging area. The introduction of hair and cellulose were most likely from the packages being handled by the packaging operator. The manufacturing facility has been notified of this incident and the findings. A training has been held for all packaging personnel to raise awareness of this incident and prevent recurrence. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd angiocath¿ IV catheter experienced foreign matter in or on device cannula/needle/catheter. The following information was provided by the initial reporter: this is a report about foreign matter in a package. According to the customer's report, a black fm was found inside a package before use.